Event description:
The customer reported that during the first return cycle of a procedure, they received a "detach the donor, switch off the machine, and call the technician' alarm. The customer stopped the procedure and product was lost. The patient information is unavailable at this time. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a trima accel set was received for investigation. Upon visual inspection the reservoir was noted to be full. Blood had traveled up the line into the vent bag. No mis-assembles or defects of the set were found. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A service call was placed and the technician confirmed that the machine was out of calibration. The service technician re-calibrated the machine at the time of the service calla subsequent service call confirmed the functionality of the upper and lower level sensors. Root cause: the root cause for this particular issue is unknown at this time. No disposable effects were identified. Possible causes for level sensor alarms include but are not limited to:- partial obstruction to the access line- air block at plasma line- defective inlet pump or inlet pump occlusion- fluid trapped in upper portion of level sensor reservoir (foam in reservoir).

Event description:
The patient's full ID # is (B)(6).